Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a hypoglycemic event that occurred on (B)(6) 2016. Patient stated he was at his friend's house and his friend noticed that he wasn't responding and was incoherent. Patient's friend called the emt's and when they arrived] patient's blood glucose (bg) was at 29mg/dl. Patient wasn't sure what the paramedics gave him, but it was something in a tube (not IV or glucagon according to the patient) and it raised his bg. Patient did not know what his bg was when the emt's left. Additionally, patient takes medication for high blood pressure. Patient was not using dexcom at the time of event. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).